Event description:
It was reported that the pump failed calibration outside of performance window. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was evidence of the reported error in the event history log. The reported problem was not duplicated. The device was tested with calibration cassette high flow and stander flow on solis occlusion calibration station. The device was functioning properly. Issue was not found. However, due to multiple occlusion alarm in event the history log, the upstream and downstream were both replaced as preventative measures. No fault was found with the device and no root cause was determined. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 24-aug-2022 via email and attached in complaint object: there was no patient involved, preventive maintenance was performed and the unit failed the flow accuracy test. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Corrected data: h4: correction: device manufacturing date: 23-feb-2017.